Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 60 stapler instrument logs show that the instrument was installed on the system 8 times and fired 8 reloads (1 blue, followed by 7 white). On each install, all clamp attempts were successful. On installs 1, 7, and 8, the firings were each completed with no pauses for compression. On install 2, the firing was completed with 6 pauses for compression. On install 3, the firing was completed with 2 pauses for compression. On installs 4-6, the firings were each completed with 1 pause for compression. After install 8, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the patient sustained a postoperative bleed and required a subsequent procedure. During the initial procedure, no errors or issues were reported during the stapling process. The procedure was completed robotically. Postoperatively, at an unknown time, it was identified that the patient was bleeding. A subsequent procedure was required, and blood was found in the abdomen. It is unknown where the bleed occurred and what intervention was required to address the bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.